Event description:
I report that from this product delivery, 1 bottle of the poorly sealed packaging arrived, shipping instruction: I received 3 catheter pleurx boxes. Batch#: 0001551292, material#: 50-7050. Additional information received on oct 25.2024. This product cannot be delivered in these conditions (open or poorly sealed bag) since for the patient it represents a non-sterile product. From the lot: 0001551292 is only one piece. The problem is poor sealing of the bag.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a020503, patient problem code: f26. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
I report that from this product delivery, 1 bottle of the poorly sealed packaging arrived, photo attached. Shipping instruction: I received 3 catheter pleurx boxes. Batch # 0001551292; material # 50-7050. Additional information received on oct 25.2024 this product cannot be delivered in these conditions (open or poorly sealed bag) since for the patient it represents a non-sterile product. From the lot 0001551292 is only one piece. The problem is poor sealing of the bag. Additional information received on oct 28.2024. He sent an apology for the confusion. Below it is reported that a piece with a problem of poor sealing of the bag was received from batch 0001551292. Does it confirm that information? This answer is correct. The code of the part with incorrect seal on the packaging bag is 50-8210, empty drain bottle. We need to share product package photo catalog 50-7050 and lot 0001551292. Is it possible to please share photos of the defect of that specific product? I don't have any damaged products from this code the only thing that came to me with a poorly sealed bag was: 4 pieces of code 50-8210 vacuum bottles. Claim no. (B)(4). 1 piece of code 50-8210 vacuum bottle. Claim no. (B)(4). Additional information received on oct 29.2024. Follow up on complaint (B)(4) corresponding to code 50-8210. I confirm that complaint (B)(4) is cancelled.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for correction/ cancellation after followed up with customer, identified that no damaged products issue reported for batch # 0001551292 material # 50-7050. Based on the information provided, our conclusion is that the reported concern does not meet the criteria of a product complaint. Parent record will be cancelled. Supplemental MDR submitted to reflect the cancellation of the record.